Event description:
It was reported that insulin dosing stopped on the ilet after the user did not complete the fill cannula step during a supply change, which triggered an alert for incomplete cartridge load and, without acknowledgment, led the system to cease dosing; additional alerts included high glucose at 400 mg/dl, dexcom g7 sensor expiring and expired, and low and very low battery notifications. Investigation included review of engineering logs and case data. Investigation of this case revealed user-related setup incompletion that precipitated the dosing stop, compounded by subsequent sensor-expiration and power alerts. No clinical symptoms associated with hyperglycemia reported. Outcomes included user interruption of automated insulin delivery and need for troubleshooting and education. It was concluded that the device functioned as designed by suspending dosing when the cartridge load was incomplete and the alert was not acknowledged, with contributing operational factors related to sensor lifecycle and device power.